Event description:
It is reported that the pt was revised for infection and loosening of the femoral and tibial components.

Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. Evaluation summary: the sterilization process for all devices produced at zimmer are validated in accordance with (B)(4) and (B)(4) to a sterility assurance level (sal) of 1.0 x 10 (-6) or better, and are processed according to the validated sterilization process parameters and must meet all the acceptance criteria before sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.